Event description:
It was reported that a customer had a disconnection issue while using the one-link needle-free IV connector. According to the report, the customer reported having a disconnection while using the onelink with a vacutainer for blood draws. The customer stated that there was no patient injury or medical intervention as a result of this event. No patient details were provided. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation and the lot number is unknown. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.